Event description:
It was reported that leakage detected in the extension tube during implantation. Replaced with a new catheter to resolve the issue. No further details available or provided. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two videos of 5fr dual-lumen powerpicc catheters were returned for evaluation. An initial visual observation of the videos showed powerpicc catheters with leaks. The first leak was located in the extension leg tubing. The second leak was located directly proximal to the proximal end of the molded joint. Due to the quality of the returned videos, details of the leak sites could not be discerned. There were no distinguishing features in the returned videos of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.